Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, on checking found that no issue with the machine. Observed machine for 2 hours, machine found working ok. Passed all the necessary test as per factory specifications, all the test passed successfully.

Event description:
It was reported by the field service engineer (fse) that cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported.